Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of evaluation could not reproduce the suggested phenomena. Below are the confirmed items: presence or absence of image change due to angulation operation: no abnormalities. Presence or absence of image change due to twisting of universal cord and insertion section: no abnormalities. Image change due to alternating hot and cold water immersion: no abnormalities. Energizing for a long time: no abnormalities presence or absence of water ingress inside the scope connector: there is a trace of water leakage. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: it is thought that this was caused by a short circuit caused by the waster invasion of the internal board inside of the scope connector. As for the water invasion of the connector, although the cause cannot be identified and can only be speculated, the following possibilities are considered: regarding the water invasion inside of the scope connector, the venting detection connector of the scope connector has an in function that takes in air into the scope during scope leakage test and an out function that discharges air when the pressure inside the scope increases. Assumption of cause due to in function while water droplets adhered to the venting connector, the venting detection connector was attached to check for water leakage. A water leak check was performed with water droplets in the venting detection connector or tube. The venting detection connector was removed underwater. It was submerged in water with the eog cap attached. There was a situation where a foreign material was caught in the packing and it did not close. Assumption of cause due to out function *in particular, if a force that causes the check valve to tilt is applied, there is a possibility that a gap will be created between the check valve and the venting connector. While water droplets remained on the venting connector, the check valve was tilted, creating a gap that allowed moisture to enter the scope. Under water or running water, a force that tilts the check valve was applied, creating a gap and allowing moisture to enter the scope. There was a situation where a foreign material was caught in the packing and it did not close. Other when the scope is submerged in water or under running water, a load such as a brush is applied to open the check valve of the venting detection connector. Deposits on the venting connector and other foreign material temporarily entered between the check valve, causing water to enter without being completely closed. Also, even if there are no problems with the handling of the facility, water may enter the tube due to damage to the water leak test air tube when using the reprocessor, insufficient connection, damage to the packing of the reprocessor or water leak test air tube, and there have been cases of water entering the scope connector, so please check again. By following the instructions for use below, users may be able to reduce/prevent the occurrence of such events: "reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope ¦ perform the leakage test. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available. Reprocessing of the device is performed in a third-party automatic endoscopy reprocessor end cleanse neos.

Event description:
As reported for this event by the customer, during preparation for use an e315 scope error, which is a scope communication error, occurred for the device and no image was available. There is no patient involvement. The intended procedure was completed with another similar device. When troubleshooting was performed, it was determined that this device caused the issue.